Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's (trilogy evo) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleging a ventilator inoperative condition occurred. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal investigation showed that visually inspected the suspect component for obvious defects and found none and reviewed the original device error log and found (B)(4) instances of e-384 errors, manufacturer ran the device and no e-384 nor any unexpected errors were generated. Product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo system pca. Visual inspection found no defects. The trilogy evo solenoid valve was returned for the failure of physical damage. The failure of physical damage for the trilogy evo solenoid valve cannot be further investigated to determine a root cause. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found errors (e-384 errors). The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of evidence of sound abatement foam degradation/breakdown. Section h6 were updated in this report.